Event description:
It was reported by the patients' lawyer that the patient had a bilateral flat foot procedure on (B)(6) 2005 and (B)(6) 2005 at (B)(6) hospital, with the implantation of resorbable screws. In the subsequent years patient started to experience pain at both feet, on (B)(6) 2012 patient underwent a revision surgery in both feet in order to remove the not reabsorbed screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: this device is not cleared for sales in the us and has never been sold there.

Event description:
It was reported by the patients' lawyer that the patient had a bilateral flat foot procedure on (B)(6) 2005 at (B)(6), with the implantation of resorbable screws. In the subsequent years patient started to experience pain at both feet, on (B)(6) 2012 patient underwent a revision surgery int both feet in order to remove the not reabsorbed screws.